Event description:
It was reported that prior to a photoselective vaporization of the prostate procedure, a message indicating the fiber expired was displayed. The fiber was changed but the issue persisted. The procedure was cancelled or rescheduled. There were no patient complications. It was noted that the technician went onsite afterwards, and found it is normal for the machine to time out after 30 minutes of inactivity. This event is being reported for cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that prior to a photoselective vaporization of the prostate procedure, a message indicating the fiber expired was displayed. The fiber was changed but the issue persisted. The procedure was cancelled or rescheduled. There were no patient complications. It was noted that the technician went onsite afterwards, and found it is normal for the machine to time out after 30 minutes of inactivity. This event is being reported for cancelled procedure with a patient under anesthesia.